Manufacturer narrative:
The reported event of ¿subcutaneous emphysema occurred during surgery¿ is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The service history was reviewed, and no data was found. A device history review was not conducted as the device has been in the field more than 12 months. A two-year review of complaint history revealed there has been a total of 7 reports, regarding 7 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.003. Per the instructions for use, the user is advised the following: higher insufflation pressures (> 15 mm hg) of carbon dioxide insufflation can increase the risk of hypercarbia, subcutaneous emphysema, pneumomediastinum, pneumothorax, pneumoscrotum and urinary retention. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(4) reported on behalf of their customer that the device, as-ifs1, airseal ifs, 110v was being used on (B)(6) 2022 during a robot-assisted total hysterectomy procedure when it was reported ¿that it was occurred subcutaneous emphysema to the patient during surgery using airseal. Airseal was working without any trouble during the surgery. Since it was difficult to compress intestine due to the expansion of the surgical field, then pneumoperitoneum pressure was increased from 10mmhg to 15mmhg. After about 15 min later, it was reported that there was a suspicion of subcutaneous emphysema from the anesthesiology department. When the doctor checked etco2, it was 55-57 (normally it's around 35-43). When the doctor palpated the patient, it was confirmed that subcutaneous emphysema had developed around the patient's neck. Then the doctor changed the set pressure of the pneumoperitoneum from 15 mmhg to 10 mmhg, the patient's etco2 improved from 55 to 50 until the pneumoperitoneum was stopped. However, the subcutaneous emphysema around the patient's neck did not improve. No error of pneumoperitoneum leakage was confirmed from airseal, and there was no suspicion of pneumoperitoneum leakage because it was stable at 3l even during air supply with low smoke emission." The procedure was completed without an alternate device. Further assessment found there was no report of a delay. This report is being raised on the basis of injury due to subcutaneous emphysema.